Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr who reviewed the initial call recording. The patient reported that the alleged product issue first started at an unspecified date and time in (B)(6) 2019 when her onetouch ultra2 meter would not power on, preventing her from performing a blood glucose test. The patient reported that she changed the subject meter¿s batteries but this did not resolve the issue. The patient manages her diabetes with insulin ¿ no adjustments, ¿6 units a day¿. She denied taking any action beyond her normal diabetes management routine in response to the alleged product issue. The patient reported that ¿2 days later¿ she began to develop the symptoms of ¿headache, tiredness, blurry vision and thirst¿. The patient denied receiving any immediate treatment for these alleged symptoms but claimed that ¿later that day¿ a home visiting nurse visited her at home and performed a blood glucose test on their (unspecified) meter, the result obtained was ¿450 mg/dl¿. The patient reported that at this point the nurse increased her dose of medication ¿from 6 units to 10 units¿. During troubleshooting, the csr verified that the subject meter¿s batteries did not need replaced, the correct test strips were being used, there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. The csr was unable to resolve the issue during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to the subject meter not powering on.